Event description:
It was reported that the physician believed his programming system was not working because he was not able to interrogate a pt's generator. Troubleshooting over the phone found that the pt was leaving his handheld computer plugged into the power outlet. It is suggested in manufacturer labeling that the handheld computer not be plugged into the power outlet during interrogations as it can contribute to communication difficulties. When it was suggested to the physician that this could be the cause, the physician stated that he did not believe this was the issue and insisted on exchanging his programming system for a new one. The pt was no longer in the office to verify if unplugging the handheld computer would resolve the issue. The physician's handheld computer programming system was returned and has undergone analysis. No anomalies were found with any portion of the programming system. A battery life calculation was performed that estimated that the generator was likely not at end of service. No adverse events have been reported. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Operator of device, corrected data: initial report inadvertently did not indicate the operator of the device.

Event description:
Additional information was received from the physician's office indicating that the physician is continuing to have difficulties interrogating the patient's generator even when using a new handheld computer and programming wand. It was indicated that the physician was able to interrogate the patient's generator once and the "elective replacement indicator (eri)" was "no". This indicates that the generator is not at end of service.

Event description:
Additional information was received from a manufacturer representative indicating that the representative tested the physician's handheld computer which functioned without issue. The physician declined to have the representative present at the patient's next office visit. Based on the information received to date, it is likely that the improper interrogation techniques are the cause of the communication issues.